Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and high impedance were observed on the right ventricular lead due to loose connection of the lead pin in the device header. Additional surgery was performed and the lead was reconnected successfully. Patient was stable.